Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported bad speaker was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be rear case main speaker was low and distorted. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.